Manufacturer narrative:
Received one used list #142730490 plum 150 ml burette set. No damage or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. Delivery accuracy tests were performed, and the set passed per specification. The set was also leak tested per specification. No leakage was observed. The complaint of incomplete infusion cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 4/1/2024.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported the infusion was incomplete with residual drug in the set. The set was replaced, and therapy resumed. There was patient involvement, but no patient harm in the event. This captures 1 of 2 occurrences.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Initial reporter phone number: (B)(6).